Event description:
It was reported that during the drilling procedure of the femoral tunnel the drill bit broke. A backup device was used to complete the surgery. No significant delay or patient injury reported.

Manufacturer narrative:
Examination is not possible, as the device will not be returned. Consequently, the investigation could not draw any conclusions about the reported event without the return of the device.